Event description:
It was reported that the device was used during a subtotal gastrectomy. It was reported that the stapler was used to close the duodenal stump during the procedure. The stapler seemed to close and fire properly. The case was completed without incident. The pt was diagnosed with a leak and had to be re operated. The surgeon stated "the staple line did not fall apart, but that it did leak causing the complications". The surgeon hand sutured to complete the case.